Event description:
The customer reported that the device (implanted in 2008) broke in situ. The patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.